Manufacturer narrative:
Device received on january 12, 2017. Evaluation in progress. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Device not yet received.

Event description:
After 10 min the electrode stopped working and the surgeon noticed that the metal plate was missing at the front. He looked about 10 minutes after the plate and then found it. No harm for the patient. Information received from our affiliate via email on (B)(6) 2016 indicates the fragment of complaint device was recovered from the patient and is being sent back for evaluation.

Manufacturer narrative:
The device was received and evaluated. Visual inspection confirms that the metal tip has fallen out of the device. The device was shipped back to the supplier for further evaluation and lost in transit. Based on the visual inspection performed before the device was shipped this complaint can be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of (B)(4) devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).